Event description:
The account alleged the head end brake caster is not locking. No pt impact.

Manufacturer narrative:
The technician found the brake pedal deformed and stopping the brake from fully engaging. The technician repaired the brake pedal by correcting the deformed brake mechanism to resolve the issue.